Event description:
Reporter dated that pt's blood glucose was tested, using the suspect device, with a result of 331 mg/dl. Based on this result, pt was given 6.5 units of insulin lispro. Reporter stated that, 90 minutes later, pt began exhibiting symptoms of hypoglycemia. Pt's blood glucose was reportedly retested, using the suspect device, with a result of 65 mg/dl. Pt was treated, by reporter, with juice or sugar tablets (reporter was unable to recall which). No additional treatment was received. Pt's current condition: "stable". Quality control testing had been performed on the device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.